Event description:
It was reported that the patient had acute pain. It was also reported that the patient had coupling and/or communication issues. The last reported successful recharging session was '1 to 2 months ago.' An over-discharge was suspected. It was noted that ever since the patient went up in a plane twice and drove once, the patient had issues with the stimulation. The patient could not get the device to turn on, charge, or use it. It was also noted that the patient never went through the theft security gates, just the x-ray machine at the airport. The patient's arms 'hurt so bad,' and driving was 'too hard on the spine.' When the antenna locate feature was used a power on reset (por) was displayed on the implantable neurostimulator's recharger. This then lead to the normal recharging screen. The following day it was reported that the patient could not adjust stimulation. A por condition was reported. The por was cleared and the patient got stimulation back. This resolved the issue.

Manufacturer narrative:
Product ID 3777, lot# v198420031, implanted: (B)(6) 2010, product type lead; product ID 3777, lot# v182949001, implanted: (B)(6) 2010, product type lead; product ID 37752, serial# (B)(4), product type recharger; product ID 37743, serial# (B)(4), product type programmer, patient.